Event description:
The customer reported that the system intermittently displays a battery warning messages. The customer was able to complete the case. There was no injury to the patient.

Manufacturer narrative:
The ge service rep replaced the battery pack assembly and verified no battery warning or error messages with several hours of operations. The system operates as intended.